Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician was able to duplicate the reported problem while testing the device. The service technician reported the data acquisition board ribbon cable was not seated and when the cable was touched the reported vent inop occurred. The service technician reseated the ribbon cable to address the finding. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Loose cable.